Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the log file data provided by the account confirmed a full battery depletion event. The log file provided by the account began on (B)(6) 2019 at 04:24:11, per the timestamp. The recorded data appeared to capture the system operating as intended from the beginning of the log file until (B)(6) 2019 at 14:08:07 when a low battery advisory alarm was captured. Approximately 52 minutes later, at 15:00:27, this alarm had progressed into low battery hazard/no external power alarms, activating the emergency backup battery (ebb). The pump remained in power save mode until the ebb depleted and the pump stopped for an unknown amount of time. The pump resumed normal operation at the fixed speed for the remainder of the log file after it had been connected to fully charged batteries. The aforementioned sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The heartmate ii lvas IFU and patient handbook outline all system controller alarms, as well as how to respond to such. The documents also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. Both documents state that the patient should sleep only when connected to the power module. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient with hm2 replaced their battery around on (B)(6) 2019 at 8am while travelling on a plane. Patient woke up around 4:45-5pm with chest discomfort as the aircraft was landing. The controller was noted to be off. Patient replaced the batteries and the controller and pump turned on with relief of symptoms. The patient nor the passengers around them, did not recall hearing an alarm. During the analysis of the log file, low voltage alarms were observed on (B)(6) 2019 at 2:51pm - 2:59pm due to depleted batteries where the controller operated in emergency backup battery/power save mode. The controller operated in emergency backup battery/power save mode from 2:59pm ¿ 4:40pm. A pump off event occurred at 4:40 pm due to a complete loss of power to the controller. The loss of power event caused a clock reset to the controller. Power was restored on both black & white leads with fully charged batteries. The pump speed was maintained within set parameters for the remainder of the file. Unfortunately, it cannot be determined, when and how long the controller was disconnected from power. No further information was provided.